Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a loss of communication error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a service/failure investigation, the customer returned a graphical user interface (gui) printed circuit board assembly (pcba). An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.